Event description:
The user reported that the air filter was leaking gas on side "a" and "b". No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.